Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: scar revision. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation procedure with unspecified mentor smooth gel breast prostheses and suffered several unexplained systemic symptoms, including chronic back pain, diagnosis of ankylosing spondylitis, two episodes of mastitis, cognitive memory problems, fatigue, unspecified autoimmune issues, never feels good, iritis in both eyes, severe thyroid disease, a large tumor between the vagina and anus that later burst, and thousands of small growths on the back that resemble bb gun pellets and are filled with a clear gushy substance. In addition, the patient underwent three scar revision surgeries 7-8 months after being implanted with the suspect medical devices because the scar swelled up and there was a lot of scar tissue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 16-jul-2021, mentor received additional information about the event. It was reported that both of the patient¿s breast prostheses had ruptured post implantation. On 20-jul-2021, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with unspecified mentor breast prostheses. On 30-jul-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition, the patient experienced hypertrophic scar and symptoms of generalized illness. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-aug-2021, mentor became aware that the suspect medical device is not a mentor product. As a result, no investigation will be performed on the return device and no additional medwatch reports will be submitted for this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: generalized illness. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).